Event description:
Reporter alleged obtaining a result of 5.4 mmol/l on mobile system 1 compared back to back with a result of 1.8 mmol/l on mobile system 2 when testing was performed within 10 minutes. Reporter stated that he felt hypoglycemic symptoms so he took some dextrose. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips disposed of, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2. (B)(6). Device was not thought to be available for return. Since 2 vials were compared and 2 vials were returned, we are reporting the results for both returned vials. This vial is being reported as system 2.